Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal access was successful, and sheath preparation followed per instruction for use (IFU). After insertion into the left atrium and removal of the dilator, air bubbles were noted in the side tube during aspiration. No air was seen in the patient or distal sheath. Multiple aspirations showed air originating from the handle and visible at the side port. No flush or pressure bags were connected to the patient. The 3-way taps were adjusted to ensure proper positioning, but further aspiration continued to reveal air bubbles. The dilator was the only device introduced into the sheath and no fluid leak was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that transseptal access was successful, and sheath preparation followed per instruction for use (IFU). After insertion into the left atrium and removal of the dilator, air bubbles were noted in the side tube during aspiration. No air was seen in the patient or distal sheath. Multiple aspirations showed air originating from the handle and visible at the side port. No flush or pressure bags were connected to the patient. The 3-way taps were adjusted to ensure proper positioning, but further aspiration continued to reveal air bubbles. The dilator was the only device introduced into the sheath and no fluid leak was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.